Event description:
The reporter stated that the surgeon had implanted a three piece silicone lens model aq2010v in 2008, as a piggyback lens with another staar lens. He explanted the lens the following month, due to refractive outcome was not satisfactory.

Manufacturer narrative:
Evaluation: results: a work order search was performed for similar complaints and no similar complaints were found. The lens was received and a visual inspection shows two small scratches in the center of the optic. There is clear surgical residue on the lens.